Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the patient went for j tube replacement and suffered cardiac and respiratory arrest. Patient was in the ICU. As a result of the cardiac arrest, patient had heart failure, brain injury and fluid around both lungs. Patient had bilateral chest tubes placed for the fluid around lungs. Patient experienced renal failure after the cardiac arrest, the renal failure resolved. The j-tube was replaced after the patient was released from ICU. The patient has started back on duopa therapy

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient had the jejunal tube replaced. After an unspecified time, the patient suffered respiratory and cardiac arrest. The patient was admitted to ICU.